Event description:
Related manufacturing ref: 3008452825-2020-00447.

Manufacturer narrative:
Additional information:

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The automatic baseline reset of the tactisys was unable to function due to the value of thermocouple 2 (tc2) reading under 32°c and a ¿check baseline¿ error message was displayed; however, manual resets were possible. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, a pericardial effusion occurred. Following geometry completion and radio frequency ablation on the mitral line and roof, the patient became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardial drain was placed to stabilize the patient.